Event description:
It was reported that there was a right ventricular (rv) lead fracture, with the rv coil impedance high, the superior vena cava (svc) coil impedance not measurable, and the pace/sense impedance high across one vector and normal across another. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation conductor was cut, the outer tubing overlay melted and had cosmetic environmental stress cracking, the inner and outer insulation were breached cut, and the outer insulation had a cosmetic depression. The analyst commented that the lead was destructively analyzed but no fracture was observed. The rv defibrillation conductor was cut, not fractured. All of the conductors were pulled out and there were no signs of wear on any conductors.